Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
Precision testing was performed using an in-house file kit of architect stat myoglobin (B)(4) reagent lot 22396un11. Precision testing results met the acceptance criteria. Customer complaint data was reviewed and no adverse trends were identified. The architect stat myoglobin reagent package insert was reviewed and was found to adequately address the issue. The investigation did not identify a product deficiency.

Event description:
The account stated that a low architect myoglobin result of 8.3 ng/ml was generated. The sample was repeated after 2 hours and a result of 119.8 ng/ml was generated. A second sample was obtained 2 hours later and a result of 112 ng/ml was generated. There was no report of impact to patient management.